Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine device replacement procedure, the device was set to aai-50 so pacing could be provided while the right ventricular (rv) lead was disconnected from the old device and reconnected to the new device. Then the right atrial (ra) lead was attempted to be removed, but the ra lead connection between the terminal pin and insulation was broken. Lead measurements were attempted, with no pacing observed and a pacing impedance measurement of greater than 4,000 ohms noted. String was used to fix the lead and the lead was connected to the new device; however, the impedance measurement was still out-of-range. The ra lead was surgically abandoned and the new device was programmed to vvi. It was reported that excessive force may have been used to pull the ra lead from the old device, resulting in the fractured conductor. No adverse patient effects were reported.